Event description:
The customer reported that the system intermittently displayed communication errors and locked up. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an investigation. The 5 vdc power supply connections and connectors were evaluated and the reseated. The system was tested and found to be working as intended and returned to service.